Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not reproduce the display issue. However, the fse replaced the lcd display as requested by the customer due to photo illustration provided. The fse reseated flex and wire harness, and tightened/secured the control panel cable to the cs300. Three (3) screw concealment labels were replaced. The cs300 iabp services were completed; safety, calibration, and functionality checks were performed and passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display issue; the display was scrambled. The customer reportedly ran the iabp overnight and could not reproduce the issue. The manager of the cath lab sent pictures showing the display problem and wanted the display replaced. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.